Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was beeping at night giving him alarm with constant tone. The customer¿s blood glucose level was 5.8 mmol/l. Customer changed the battery and used a new one and insulin pump alarmed unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to faulty interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify watchdog timeout alarm, unexpected restart alarm due to blank display. No constant tone anomaly or vibration anomaly noted. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.